Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with chest pain. Upon interrogation, the right ventricular lead exhibited over sensing. No interventions were performed. The patient would continue to be monitored.